Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 05-dec-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that sometime between (B)(6) 2018 and (B)(6) 2019, the patient was getting less pain relief than they received during their trial. X-rays were performed, which indicated that the paddle lead had migrated down from the top of the thoracic vertebra t10 to the bottom of thoracic vertebra t11. Reprogramming was performed, which yielded some positive results. The rep inquired about surgical intervention and none had been planned/scheduled yet. The lead migration was not resolved yet. No further complications were reported or anticipated.